Event description:
It was reported that a spectrum iq pump randomly powered off during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿randomly powers off¿ was not reproduced. Evaluation successfully completed all primary and secondary testing without any power-off events. A review of the event history log revealed multiple occurrences of battery error 3 and battery low messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be rear case out of specification. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.